Manufacturer narrative:
The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
(D10): concomitant device(s): 350-01-02 - talar implant sz 2 lt: (B)(6) 350-10-03 - ankle sz 3 locking clip: (B)(6) 350-11-03 - tibial plate fb sz 3 lt: (B)(6) 351-50-00 - model tibia talus report: (B)(6) 351-90-21 - 3.5" pin pouch: (B)(6) 351-90-21 - 3.5" pin pouch: (B)(6) 351-90-21 - 3.5" pin pouch: (B)(6) 351-90-24 - talar trial screw pouch: (B)(6).

Event description:
Approximately 5 month(s) and 4 day(s) post-operative of a left taa, it was reported via clinical study that the patient experienced infection. It was stated that infection unlikely related to implant, replacement revision and debridement. The patient underwent a fixed ankle revision with the removal of the tibial insert. The outcome of this event is considered resolved and the clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure.